Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, , h2, h3, h4, h11, and corrections to fields g2 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope communication error (b30) "static noise on monitor"" was due to the leakage of a seal, which is a problem caused by inadequate/broken seal within the device. The most probable cause of this event was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a b30 error occur and static noise on the monitor. There were no reports of patient involvement.